Event description:
It was reported that the device had a power on reset (por). It was noted that the patient had radiation therapy a few months ago. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1346 competitor implantable pacing lead (B)(6) 2006. (B)(4).